Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The mother states the alarm was resolved by complete set change. The customer was advised of possible set occlusion. The customer would be returning set for analysis.